Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not work. The anvil was bent; it was inclined as if it had already been fired. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that part of the crush ring was observed to be crushed and a tear of the mylar at the center of the anvil. Further inspection of the staple cartridge noted protruding staples. Functional evaluation of the device showed no abnormalities as it cut the media cleanly and completely and a full complement of staples was deployed and properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. No further actions have been deemed necessary at this time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of hand compression incomplete that has no relationship to the reported condition. Replication of the secondary condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.